Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that a lead dislodgement was confirmed. Surgical intervention was performed and the lead was successfully repositioned and remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had a change in sensing and impedances. Loss of capture (loc) was observed and the electrocardiogram signals of the ra were at the same time as the right ventricle. Lead dislodgement was suspected. An x-ray was performed and a revision procedure is pending. The patient was asymptomatic. Attempts to obtain additional information were unsuccessful. It is unknown if surgical intervention was performed.